Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that he was experiencing high blood glucose levels. Customer's blood glucose level was 514 mg/dl. They did not have time to troubleshoot. The device was not returned.